Manufacturer narrative:
(B)(4).

Event description:
Subsequent to initial MDR, a correction is required.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
D10 concomitant products: cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y), cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36 (lot#:a3e0733y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration-corrected information. B5: describe event/problem- corrected information. D4: catalog no- corrected information. H2: type of follow up- corrected information. H6: corrected information- please disregard use of code 4121 on initial report.